Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of auto on/off issue and was confirmed through the inspection results. In addition, the following reportable malfunctions were identified during the device evaluation: no image on screen. The root causes could not be identified. Based on the result of investigation the most probable cause of this complaint is cause not established, investigation findings do not lead to a clear conclusion about the cause of the adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the gastroscope had on off issue. There was no report of any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.